Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has a pinhole at the distal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient was diagnosed with leriche syndrome. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). After a non-bsc guide wire crossed the lesion, a 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a cutting balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient was diagnosed with leriche syndrome. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). After a non-bsc guide wire crossed the lesion, a 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a cutting balloon catheter. No patient complications were reported and the patient's status was stable.